Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at home when she began experiencing symptoms of nausea, excessive thirst, and dizziness. Despite these symptoms, her cgm consistently displayed readings around 130 mg/dl. She vomited and, lacking access to a blood glucose meter for confirmation and treatment guidance, decided to drive herself to the emergency room for evaluation. Upon arrival at the ER, point-of-care testing revealed a blood glucose level exceeding 500 mg/dl, while her cgm continued to report a reading of 131 mg/dl. The patient was promptly treated with an insulin drip and intravenous saline fluids. She was admitted to the intensive care unit (ICU) and remained hospitalized at the time of this report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.